Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and competitor device received an inappropriate shock. Since the inappropriate shock, noise has been observed on the rv lead. The competitor sales representative reported that the rv lead was fractured. The physician suspects a device issue, not a lead issue. No adverse patient effects were reported.